Event description:
Patient was referred for replacement. High lead impedance was found on pre-op diagnostics. Patients generator was replaced and the high lead impedance was resolved in the operating room. Diagnostics were then performed post - operation and showed high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient was seen in clinic and present with high impedance and low output current. The patient is being referred to neurosurgery. No known surgical intervention has occurred to date with the suspect product. No other relevant information has been received to date.